Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the distal tip of the blade broken off and it was returned. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for the bite strength that wasn't good enough compared to prior instrument. The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. A probable cause of an alert screen is blade damage. Due to the returned condition of the device the tissue effect function could not be tested. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure.

Event description:
It was reported that during an anterior resection procedure the bite strength wasn't good enough compared to prior instrument. Replaced ace36e (old) still wasn't good enough. Another har36 was opened to finish surgery. No patient consequences reported. One device will be returning.